Manufacturer narrative:
Visual examination of the returned, used device found the needle broken off at the tip and the needle was bent. The broken piece was also returned. This type of damage is suspect of excessive force used on the device. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contradictions: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval system. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Precautions: do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and /or breakage of the needle, which mya cause possible patient injury.

Event description:
The user facility reported that during a rotator cuff repair, the tip of the conmed suture passer needle broke away as the surgeon attempted to pass suture inside the surgical site. The tip was retrieved from the surgical site via flushing and suction into the waste system. The procedure was reported to have been completed with no significant delay and without impact on the patient. This report is raised on the basis of a potential for injury with reocurrence.